Event description:
It is reported that the patient suffered a heart attack due to difficulty removing the battery cap on their insulin pump. Patient was hospitalized. Their blood glucose level at the time was 307mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, a broken belt clip slot at battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.